Event description:
Customer reported of having unspecified error readings on her adc blood glucose monitor and subsequently experienced sweating, blurry vision, and lost consciousness. The customer was transported from her house to a health care facility and received an unspecified treatment. Paramedics were not called and the customer was not seen by the doctor. No further information provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.